Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified brachial vein. A 8.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed and a vertical rupture was found in the middle part of the balloon. The procedure was completed with different device. No patient complications were reported and the patient was in good condition after the procedure.